Event description:
Ous MDR - after an estimated implantation period of 78 months, en error message was displayed during a follow-up visit. It was decided to explant the pacemaker. At the moment, biotronik has no further details with regard to the dates of implant / explant. We are waiting for the device to be returned to biotronik for analysis. If more information becomes available, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to an electrical incoming inspection. During initial interrogation the device was operating in a safety backup mode and the programmer prompted a warning message as indicated in the complaint description. The pacemakers memory content was inspected. The inspection revealed that the clinical observation resulted from the detection of an invalid memory content. A reinitialization with the programmer was not successful. Therefore a manual correction of the invalid memory content was performed after which the device was operating as expected. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. The activation of the safety backup mode does not indicate a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional monitoring of the pacemaker for several days under different temperature environments was performed showing no peculiarities. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Please note that the therapy functionality of the pacemaker was available at any time while the device was implanted and in service.